Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: h.6.

Event description:
The patient reported right-side rupture. Later, healthcare professional reported rupture confirmed via ultrasound. The device has been removed.

Event description:
The patient reported right side rupture. Healthcare professional later reported rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date "2011". Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d6a, d9, h3, h6, h11.

Event description:
The patient reported right side rupture. Healthcare professional later reported rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported, right side rupture. Healthcare professional, later reported, rupture. Confirmed via ultrasound. The device has been explanted.